Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Event description:
Study ID: depuy - (B)(6). Subject ID: (B)(6). Clinical adverse event received for hardware failure (screw breakage and screw backout) device related: no information provided. Procedure related: no information provided. Date of event: (B)(6) 2024. Date of implant: no information provided. Date of revision: (B)(6) 2024. Device location: left. Treatment/impact: surgical intervention at the fracture site. Depuy synthes products used: catalog number: 04.233.040s. Lot number: 4801p12. Component type: no information provided. Description: no information provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: clinical adverse event received for device breakage (screw breakage and screw backout) device related: causal relationship procedure related: not related.